Event description:
Boston scientific crm received information that during initial implant of this left ventricular lead, the lead tip was bent and believed to have a fractured conductor coil as it was unable to pace. The physician feels this may have been a result of the patients torturous anatomy and placement difficulties. A new lead was successfully implanted in it's place. To date, there have been no adverse patient effects reported.

Manufacturer narrative:
Detailed analysis is being performed on this lead. Upon completion of analysis, this event will be updated.

Event description:
Boston scientific crm received information that during initial implant of this left ventricular lead, the lead tip was bent and believed to have a fractured conductor coil as it was unable to pace. The physician feels this may have been a result of the patients torturous anatomy and placement difficulties. A new lead was successfully implanted in it's place. To date, there have been no adverse patient effects reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory visual confirmation noted that the complete lead was returned. There was an observed bend in the lead tip approximately 21-degrees, 761mm from the terminal pin (29mm from the tip). There was blood/body fluid noted in the lumen. The lead failed the guidewire insertion test at 395mm from the terminal pin, most likely due to blood/body fluid infiltration. And passed all of the subsequent testing, indicating that analysis cannot confirm non pacing.